Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ degenerative mitral regurgitation (mr), small atrium, small fossa ovalis, rotated heart and small septum for a mitraclip procedure. During the procedure, imaging was challenging. A mitraclip was successfully implanted. Post deployment, the clip had single leaflet device attachment (slda) from the anterior leaflet. Additionally, mitraclip xt and mitraclip nt were deployed to stabilize the slda clip. Per the physician, slda was due to the pre-existing patient anatomy. The mr was reduced to grade 1+ post procedure. There was no clinically significant delay.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information available, the reported single leaflet device attachment (slda) appears to related to pre-existing patient anatomy (small atrium, small fossa ovalis, rotated heart) and procedural conditions (difficult imaging, not enough space in the atrium to maneuver the clip). The reported poor image resolution was due to the patient's window. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product issue related to manufacturing, design, or labeling.

Event description:
N/a.